Event description:
Na answered resident call light. Resident had been using the nebulizer. A family member had shut off the nebulizer because there was an odor that smelled like something was burning. No smoke noted, though, the unit was not. Na unplugged the unit from an outlet strip and called a nurse. The nurse removed the unit from the residents room and reported to the safety nurse. She called allina and they sent out a replacement unit and a replacement unit for another resident who had the same nebulizer. No visible damage noted to nebulizer or cord. Device sent back to allina.